Event description:
It was reported that during a routine follow up for an asymptomatic patient, a diagnostic anomaly was noted. The battery was at elective replacement indicator. The patient would be scheduled for a generator change out.